Event description:
Meter would intermittently enter the setup mode upon insertion of the test strip. Patient would reset the date and time and then re-enter the test strip to test patient's blood sugar. The patient stated that sometime last week, patient tested their blood sugar before bed and obtained a result of 120 mg/dl. Patient took their set amount of lantus, 19 units. At approximately, 3:00 am pt's spouse heard patient making noises and tried to check patient's blood sugar. Spouse was unable to obtain a result because the meter went into setup mode and spouse was not familiar with the meter. The paramedics were called and they tested patient's blood sugar when they arrived. The patient's blood sugar was below 20 mg/dl. The patient was treated with glucose. The patient is not alleging harm due to the meter. The issue with the meter was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The patient was able to test prior to the injury and patient was already symptomatic when patient's spouse was unable to test. A replacement meter is being sent.